Manufacturer narrative:
(B)(4). No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during an unplanned diagnostic coronary procedure, outside the body before first use, during prep/loading, the manufacturer's device was recognized by the system but no image appeared. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. Visual, microscopic inspection, and image testing were performed on the returned device. The scanner body was separated from the proximal fillet and shaft at the connection to the weld legs, the separated portions remained attached via the inner member. Portions of the device materials were missing. The image test could not be performed due to the damaged state of the returned device. The probable cause of the reported no image failure is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device. The probable cause of the separated scanner is damage that occurred during the decontamination process. The probable cause of the missing materials could not be determined through the investigation the manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because portions of the device materials were missing and it could not be conclusively determined when the separation occurred. There is a potential for harm if the malfunction were to recur.